Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a gastric outlet obstruction (goo) during an oesophago-gastro-duodenoscopy (ogd) procedure performed on (B)(6) 2026. This patient has a treatment resistant, symptomatic, benign, stricture of a surgical gastrojejunal anastomosis. During the procedure, the stent did not deploy; the first flange of the stent fully deployed but radial expansion failed to fully expand the flange. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. The patient was reported to be really well following the procedure. Note: it was reported that the axios stent was intended to be implanted during an oesophago-gastro-duodenoscopy (ogd) procedure to treat a gastric outlet obstruction (goo). However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h7 and h9: updated information on if remedial act init, type and correction/removal reporting #. Block d4, h4: the complainant was unable to provide the complaint device lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with stent partially deployed and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a gastric outlet obstruction (goo) during an oesophago-gastro-duodenoscopy (ogd) procedure performed on (B)(6) 2026. This patient has a treatment resistant, symptomatic, benign, stricture of a surgical gastrojejunal anastomosis. During the procedure, the stent did not deploy; the first flange of the stent fully deployed but radial expansion failed to fully expand the flange. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. The patient was reported to be really well following the procedure. Note: it was reported that the axios stent was intended to be implanted during an oesophago-gastro-duodenoscopy (ogd) procedure to treat a gastric outlet obstruction (goo). However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo).